Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump¿s battery life had shortened and the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2014 with the following results: a review of the black box showed no evidence of short battery life; several low battery warnings were observed due to normal battery wear. The battery compartment was intact and the top of the battery cap had damage; the threads were intact. The cap was able to tighten on to the pump but was difficult to remove. The pump¿s current draws were within specifications; the pump performed within specifications. The pump cover was opened and no internal defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.